Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that high impedances were observed on lead electrode 4 at 40000. Rep noted the patient (pt) came in for a reprogramming to get better coverage of their knee pain. Pt was not having any stimulation issue related to the high impedances. The high impedance was noted on a routine impedance check. Rep noted the pt was not currently programmed on electrode 4 so they did nothave any issues. Rep added another channel to pt's 3 programs that did not use electrode 4 and was able to get good coverage of both knees. Rep indicated they would send any further information as they become aware.